Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly received bg readings from the contour next bg meter. Hardware low level error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level 11 mmol/l. The customer reported that the alarm occurred during self test. The customer was able to clear the alarm. Troubleshooting was performed. The customer was advice to revert to back up plan. The insulin pump will be returned for analysis.